Event description:
A customer in france notified biomérieux of discrepant results associated with vitek® 2 ast-n240 test kit. The customer reported that testing was performed for pseudomonas putida with ast-n240 card for an external control (ctcb) and the result was cefepime imc 8 sensitive, but the expected result for this drug is resistant. There was no patient associated with this test because it was a control test. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) contacted biomérieux to report discrepant results associated with vitek® 2 ast-n240 test kit. The customer reported that testing was performed for pseudomonas putida with ast-n240 card for an external control (ctcb) and the result was cefepime, minimum inhibitory concentration (mic) 8 - susceptible (s), but the expected result for this drug is resistant (r). Investigational testing was performed using the specimen submitted by the customer. Vitek® 2 gn ID test kit identification confirmed p. Putida (99%). Vitek® 2 ast-n240 test kit (customer lot 6100138103 and random lot 6400250403): customer lot fep mic = 8 mg/l susceptible. Random lot fep mic = 8 mg/l susceptible. The agar dilution (ad) was the reference method used for the development of this formulary (fep01n) in ast-n240 card : fep mic = 16 mg/l (r). The results obtained from vitek® 2 according to the eeq report: 24s (17.3%) / 2i (1.4%) /113r (81.3%). Vitek® 2 interpretation according to casfm eucast 2017 breakpoints fep: [ susceptible = less than or equal to 8, resistant = greater than 8 ]. Vitek® 2 ast-n240 cards from cba plates (2 card lots: 6100138103 and 6400250403) gave a fep mic = 8 mg/l (s). The customer result was duplicated in-house. The vitek® 2 results were in essential agreement with the reference ad mic (16 mg/l) with a category error. This result was on the casfm eucast breakpoints, so within 1 doubling dilution the category can be susceptible or resistant, as there is no intermediate (I) category. The investigation concluded this was a borderline strain. The investigation concluded that the vitek® 2 ast-n240 card performed as intended and no further action is required.